Event description:
Reportedly, pneumothorax due to ventricular perforation was founded on (B)(6)2025. A reintervention was performed on (B)(6)2025, the rv lead was cut and explanted and a new vega lead was implanted.

Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. As the suspected lead was not returned (discarded in the hospital) and no patient data (files, x-ray and scopy) were available, it is impossible to conclusively confirm/identify the reported cardiac perforation. Based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, pneumothorax due to ventricular perforation was founded on (B)(6) 2025. A reintervention was performed on (B)(6) 2025, the rv lead was cut and explanted and a new vega lead was implanted.